Event description:
An ICD had eroded through the pt's skin and was explanted. During explant of the ICD, it was noted that the lead had fractured. The physician repaired the lead and left it implanted.